Event description:
It was reported that during a lithotripsy procedure to treat benign prostatic hyperplasia (bph), the fiber was used for 50 minutes. The patient experienced an infection. After the procedure and before discharge, the patient experienced retrograde ejaculation and urinary retention. It was determined that there was no relationship between the adverse events and the device itself. No additional treatment or intervention was required.